Event description:
Hospital reported while undergoing an mr scan and using the monitor, a pt suffered a burn to their chest. Customer stated the pt was brought down from ICU with a swan ganz catheter inserted. Information rec'd also suggested the leads may have been looped on top of the catheter. During the scan, the leads melted and melted the electrode patch on the pt's chest, burning the pt. Multiple attempts have been made by medrad to gather add'l info about the severity of the burn and if medical intervention was required. Medrad's attempts have been unsuccessful.